Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that before the procedure, the physician tested the needle inside the sheath and noticed the needle was rubbing the inner lumen of the sheath. The physician also noticed a small piece of plastic at the extremity of the needle. The physician discarded the product and no patient complications have been reported as a result of this event.